Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940, implantable tachy lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular lead impedance was out of range and an alert was triggered. During the lead revision, the physician noted the pin was not fully inserted into the device header. The pin was re-seated and the lead impedance checked multiple times; it was normal each time. The device and lead remain in use. No patient complications have been reported as a result of this event.